Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10mg/ml, 3mg/day) via an implantable infusion pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a refill on (B)(6) 2015, and the wrong drug was placed in the reservoir. The patient received intravenous (IV) morphine (10mg/ml, 3mg/day) instead of intrathecal (it) preservative-free morphine. This was confirmed when the pharmacy was contacted after the patient presented to the emergency room (e.r.) On (B)(6) 2015 with withdrawal symptoms. It was unknown when the withdrawal symptoms began. Troubleshooting was discussed with the reporter. In addition, the hcp was unable to aspirate the catheter/catheter access port (cap). They tried repositioning the patient, and tried turning the needle. The patient had spasms, so they were hard to reposition, but they were able to do it. There was no change in aspiration after these measures were tried. It was noted that the flow rate was not changing, as they filled the reservoir with 10mg/ml so no bridge was performed. Since the catheter could not be aspirated, they decided to leave the pump running at the old rate until the new drug reached the patient on its own. The hcp replaced the wrong drug with the correct preservative free morphine. It was calculated that the old drug would run for approximately 13.5 to 16.5 hours. They would cover the patient with oral medications. No additional actions/ interventions regarding the inability to aspirate, troubleshooting and cause of the aspiration issue, or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.